Event description:
It was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. The customer took a manual insulin injection. However, there was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.